Manufacturer narrative:
H11: corrected information in h6 (health effect - impact code).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. The insertion device was returned with the anchor off the device but held in place with the suture strings through the window in the distal end of the shaft. The needles are on the sutures and the sutures, anchor and needles are in a knotted tangle. No biological debris is visible. A functional evaluation could not be performed due to the condition in which the device was received. These findings are related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the minitac anchor was pulled out after the implantation. The procedure was completed using a competitor device. It is unknown if there was a delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).